Event description:
The customer reported that the freedom driver exhibited a high temperature alarm. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. Review of the driver's alarm history revealed a "left drive pressure too low for long enough to be permanent time-out" fault code, which is not related to temperature and most likely occurred during driver exchange or disconnecting from the patient simulator. There was no indication of a u22 pressure sensor failure as it usually presents itself immediately as a fault alarm. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic data. Temperature alarms are recoverable alarms but can become a permanent fault alarm if they cannot be resolved. Per syncardia's freedom driver system guidebook for patients and caregivers - ous, section 7, temperature alarms must be addressed immediately by any of the following: replacing each onboard battery with a charged onboard battery, removing any objects blocking the filter cover and fan on the freedom driver, and/or moving the freedom driver into a climate controlled environment (a cooler or warmer area). The temperature alarm will stop when the temperature returns to normal. The driver in "as received" condition passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or unintended alarms and no indications of overheating. In addition, the driver was tested for an additional 48 hours and performed as intended with no alarms or any unusual heat. A rattling noise was heard during the observation run testing, but it did not prevent the driver from performing its life sustaining functions. The rattling noise was confirmed to be emanating from the motor/gearbox assembly. The customer-reported temperature alarm could not be functionally reproduced during incoming investigation testing and, therefore, the root cause could not be determined. Despite the customer-reported temperature alarm, risk to the patient was low because the driver continued to perform its life-sustaining-functions. The driver was serviced, which included the replacement of the motor/gearbox assembly. Based on days of use, the service included the replacement of the main printed circuit board assembly (pcba), piston and cylinder assembly (pca), motor controller pcba, and speaker pcba, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited a high temperature alarm. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.